Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a burn on the distal end and plastic distal end cover. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: known inherent risk of device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a burn on the distal end and plastic distal end cover. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information. Correction: h6, h11. Based on the investigation both the burned distal end and the burned plastic distal end cover were possibly caused by high-energy instruments/ high-frequency devices and were used without maintaining sufficient distance from the tip. The events were detectable and preventable by handling device in accordance with the following IFU. Rev: 01 chapter 5: reprocessing the endoscope and related reprocessing accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.